Event description:
It was reported that "surgeon was using the deflux gel syringe and when she tried to start pushing the contents out, she was met with more resistance than normal, and the syringe completely shattered, resulting in a laceration on her finger. The surgeon uses this product frequently and has never had issues with it, so she believes it might be a faulty lot." Additional information received on april 28, 2026, indicated that "the patient was under anesthesia, and the procedure could proceed without awaking the patient with another syringe. The deflux metal needle was used. The indication was vur in a child. No injuries reported." The photograph provided by the customer shows a superficial laceration on the finger.

Manufacturer narrative:
(B)(4).